Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with the ovation ix abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately 3.5 years post initial procedure, the iliac limb was starting to lose seal with no visible leak. The physician elected to coil and implant an iliac limb to extend seal to the external iliac. The patient status was reported as being well.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record could not be completed. The part number/lot number combination needed for device identification remains unknown. The user facility remains unknown. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the additional endovascular procedure as confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest the left iliac diameter at the inferior stent margin increased by 9.5mm (sac growth). This was discovered during a review of the computed tomography (CT) scan dated (B)(6) 2021. In addition, the pre-index bilateral maximum iliac diameters were off-label (right measured 33.5mm and left 29.3mm, but IFU requirement is 8-25mm). This could have contributed to the reported event. Procedure-related harms, device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported as being well. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.